Event description:
The dealer alleges when he plugged the battery charger into the power wheelchair, the motor controller malfunctioned. It is alleged that smoke/flame was emitted from the controller during the event. End user of device was not seated in device at the time of the event. Event occurred during service.

Manufacturer narrative:
Chair did not catch on fire as initially reported. This incident is the result of a short circuit within the controller assembly. This event, as in any electronic component failure, resulted in some minimal smoke generation within the metal housing. Level of damage present prevented determination of an exact cause, however urine or other fluid ingress may have played a role in this event. Fluids, especially urine, are conductive and can initiate a short circuit malfunction. Regardless of cause, any electronic failure within the controller is generally well contained by the metal enclosure of the device. This is a rare event in that some damage external to the controller housing has occurred. While the overall event is not viewed as likely to cause serious injury, given the external damage observed this MDR was filed as a conservative measure and is based on the remote possibility of fire.